Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was discolored. The following information was provided by the initial reporter: "one of our hospitals noticed this discoloration on the tubing connection to the double stopcocks."

Manufacturer narrative:
Investigation summary: a complaint of a set being discolored was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The female luer was darker in color compared to the other sample. A device history record review for model 2423-0007 lot number 22125116 was performed. The search showed that a total of (B)(4) in 1 lot number were built on 04dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.